Event description:
It was reported that during the trial procedure, the lead became stuck from the needle and when it was ripped out it caused lead fracture wherein there were four contacts left in the patients body. The damaged lead was not returned as it was kept by the medical facility.

Event description:
It was reported that during the trial procedure, the lead became stuck from the needle and when it was ripped out it caused lead fracture wherein there were four contacts left in the patients body. The damaged lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Sc-2316-50e (sn: (B)(6)). The returned piece of the lead was analyzed. The allegation of lead body damage was confirmed. Visual inspection revealed that the top four electrodes are separated from the distal end. Electrodes 1-4 were not returned. The cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees when the lead was retracted from the needle.